Event description:
Experienced scrub nurse prepared stapler per protocol. After she closed jaws and reopened them, as part of the test, the jaws would not open and stapler would not fire when team tested further. Stapler needed to be manually opened with emergency release latch.